Event description:
Report received of a tubing separation at the distal y-clave leg. The tubing was delivering propofol for general anesthesia while in the operating room. After approximately 1 hour of infusion, the tubing spontaneously separated. The separation was noticed immediately and there was no reported blood loss. The tubing set was changed and the infusion resumed. The customer contact reported that the patient's anesthesia level lightened up briefly, but the patient did not suffer any adverse effects. Though requested, no additional information was available.